Manufacturer narrative:
(B)(4). Additional information: the device was manufactured 10/12/2015 - 10/14/2015. The device was received for evaluation. A visual inspection was performed and found a rupture bladder. The ruptured bladder was microscopically examined and no signs of abnormalities were found near the rupture line or stressmember. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred at the end of filling with 100 ml of cefazolin (non-baxter product) diluted with normal saline and before patient use. A non-baxter pump was used to assist in filling. There was no patient involvement. No additional information is available.